Event description:
Dealer alleges that the foot motor is drifting. No injury is alleged.

Event description:
Dealer alleges that the foot motor is drifting. No injury is alleged.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on (B)(4) determined this is an MDR. No RMA had been initiated for this issue. Model 5310ivc, serial number/date code (B)(4) was approximately 10 months old at the time of the incident. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer is a female and was (B)(6). At the time of the incident. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) was issued to investigate the actuator self-lock ability (back drive) issue. The part in question was tested and found that for the foot actuator drifting down, according to (B)(4), the probability of this failure is low. Corrective action: add pull brake spring at customer expense (recommended) like (B)(4). The brake spring is used on other actuators including other invacare actuators and is tested and a proven system. No adverse impact or risks associated with the addition of the brake spring.

Manufacturer narrative:
(B)(4) 2012 - retrospective review of this file based on protocol (B)(4) determined this is an MDR. No RMA had been initiated for this issue. Model 5310ivc, serial number/date code (B)(4) was approximately 10 months old at the time of the incident. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions, then they should have contact invacare. The consumer is a female (B)(6) at the time of the incident. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.